Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports post will not hold retractor securely. (B)(6) 2017 reports esophagectomy transhiatal was being performed. Retractor was attached to table after incision was made, discovered that the retractor would not hold, within the first hour. It was replaced. No patient harm.

Manufacturer narrative:
On 3/27/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - evaluation verified customer information as valid. Device failed dimensional and functional checks. Device shows normal wear and tear on outside, but when disassembles excessive wear is obvious. Cam is visually bent and there are wear marks on .500 dia indicating over use. Cam body has visual wear marks from excess handle throw. Peek cam bolt bushing .390 internal diameter is visually worn on throw side. Device history evaluation: device history record reviewed for these product ids under lot codes 154 respectively show no abnormalities related to reported incident found. These device passed all required inspection points with no associated mrr¿s, variances or rework. Conclusion: in summary the end users reason for return was verified the most probable cause could be use error. Please note that a CAPA has been issued to further investigate this reported failure.